Event description:
It was reported that the system intermittently boots up slowly and won't make exposures. This issue will cause the system to be unusable due to the inability with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.